Event description:
During the endoscopic vein harvesting procedure, there was a malfunction with the connection and the bipolar cord. It was later determined during investigation that the unit has an electrical short-out. The surgeon used a replacement kit to complete the procedure. No pt complications were reported.